Manufacturer narrative:
H3: onsite functional and visual examination was performed by a manufacturer representative. The charger enclosure, batteries, and cable were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 - evaluation of the returned cable bi71000167 lot# 064 rev d. Determined the cable failed the bench test and found opens on pins 5 and 11. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was a surgical delay. The facility had to borrow another imaging system from another facility.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000162r batt tray 2pk rfb kit svc o2 bi71000163r batt tray 4pk rfb kit svc o2 bi71000175r encl chrgr rfb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was not able to take any exposures. The site switched to another handswitch and foot pedal with no change. The site noticed the image acquisition system (ias) was not getting line power.

Manufacturer narrative:
H3, h6) the product ID: bi71000175r, lot number: fncef rev. 6, returned to the manufacturer and analysis did not confirm the reported event. Visual inspection confirmed dust build up on charger cards and on the fans. It was cleaned and installed into a test imaging system. The system initialized. Motion, generator, communication and charging readied, 2d and 3d images were successful, and dash software confirmed each node was charging as expected. Previously reported code, b01 is applicable as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.